Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that a patient was burned at the grounding pad site during an ablation procedure. The physician saw the patient sometime following the procedure and the wound is looking better. The doctor is going to continue to follow up with the patient. The patient is stable.

Manufacturer narrative:
(B)(4). Date of initial report: 10/27/2016. Date of follow-up report: 07/08/2016.

Event description:
On 11/04/2016 additional information provided by the customer: the burn occurred on the right lower torso. There were two pads in use; the 2nd pad was right below on the right side. Described as unsuperficial without evidence of open ulceration. The burn was treated with silver sulfadiazine and resolved.